Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the pump was programmed to deliver total parenteral nutrition and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted "the bag was full; however, the display was incrementing down as if delivering, but was not delivering." The physician was notified. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, the customer was unable to recall additional info.